Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 16 days following the implant of a transcatheter aortic valve, the patient died due to sepsis secondary to pneumonia.

Event description:
It was reported that approximately 16 days following the implant of a transcatheter aortic valve (tav), the patient died due to sepsis secondary to pneumonia. Information was initially reported, but not captured in the above event narrative: per the physician, the patient's death was not related to the tav or the procedure to implant the tav.

Manufacturer narrative:
Updated data: d. Suspect medical device: expiration date; serial #, UDI # h4. Device mfg date corrected data - details erroneously omitted from the initial medwatch: b5. A second paragraph was added. E. Initial reporter street number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.